Event description:
A customer contacted global technical services (gts) for an unrelated issue. The home patient (hp) stated they had peritonitis. Follow-up was performed (B)(6) 2012 with the hp who stated she acquired peritonitis due to constipation. The hp was hospitalized for the peritonitis from (B)(6) 2012. The hp stated that she has been on an antibiotic for the last two weeks (exact start date unknown) and she has four days left. She doesn't know what the antibiotic is but stated that it's yellow and she administers it intraperitoneally (ip). The hp stated they were recovering from the peritonitis. The hp also stated that the peritonitis was not related to baxter solutions, devices or disposable products. An attempt to obtain further information concerning this event was made with the peritoneal dialysis (pd) clinic unit manager. However, the pd clinic unit manager refused to provide any additional information on this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. An investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number gd893149 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.